Event description:
The manufacturer received information alleging a "check circuit" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's inlet air path was partially occluded with dust. The inlet air path replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the inlet air path assembly. The inlet air path assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the inlet air path assembly failing was found to be consistent degradation caused by environment/ chemical exposure.